Event description:
Ra1000 (B) (4) with extends talk (B) (4) intermittently marks second displayed exam dictated. The user is working from the browse tab, starts dictation on one exam, opens a second exam for a consult. When going back to the first exam, the second exam is marked dictated. There was no reported pt injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. Since centricity (B) (4) release, it marks the exam as dictated based on the event of its opened of next report instead of the event of the exam signed off. It gives more time gaps to introduce marking dictation failure. This situation occurred due to a software coding error. Update the centricity software to (B) (4). (B) (4).